Manufacturer narrative:
(B)(4). The device evaluation was completed. The external and internal inspection was performed and it passed. The device also underwent rite (returned instrument test evaluation) functional and electrical testing which it passed. A short simulated therapy was performed and passed successfully. The increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) felt bloated during fill 1 of automated peritoneal dialysis (apd) therapy on the homechoice (hc) device, while the hp was connected. The technical service representative (tsr) instructed the care giver (cg) to perform a manual drain on the hc device. The manual drain volume totaled 4280ml which indicated an increased intra peritoneal volume (iipv) event occurred. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) with the cg. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.